Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. At the time of report, the device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021, the patient was hospitalized for abdominal pain. On an unknown date prior to the abdominal pain, the patient underwent an endoscopy which revealed that the internal fixation plate was not visible. On an unknown date the patient was informed that the internal fixation plate was buried and was scheduled to have a wedge resection of the stomach with another peg/j placement in an adjacent location.